Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events cannot be conclusively determined through this evaluation. It was reported that the patient had renal failure requiring continuous veno-venous hemodialysis on (B)(6) 2021. The patient had respiratory failure and has not been weaned throughout post-operation day 6. The patient also had a major infection that lead to prolonged weaning. The infection was treated through changes to medication and antibiotics. It was communicated on (B)(6) 2021 the patient was diagnosed with chronic kidney disease before being implanted with the lvad and that the device was working as intended. The infection was not associated with the pump pocket or driveline. The patient was placed under close monitoring and treatment at the intermediate care unit, receiving dialysis 3 times per week. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). The heartmate 3 lvas IFU, rev. C and the heartmate 3 lvas patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists renal dysfunction, respiratory failure, and infection as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was diagnosed with chronic kidney disease prior to lvad implantation and that the device was working as intended. The infection was not related to the driveline or pump pocket. The patient is under close monitoring and treatment at the intermediate care unit and receiving dialysis three times per week.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had renal failure requiring continuous veno-venous hemodialysis. The patient had respiratory failure and has not been weaned throughout pod 6. The patient also had a major infection that lead to prolonged weaning and treatment included administration of antibiotics.